Event description:
It was reported that the patient presented in clinic after receiving vibratory notifier. The atrial lead exhibited noise and low impedance. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.